Manufacturer narrative:
Correction added to b5: it was previously reported that the patient has recovered from the first episode of peritonitis; however, upon follow-up, it was confirmed that it was not reported if the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two episodes of peritonitis. The breach in aseptic technique was animal damage, further described as, ¿the pet cat was chewing on the tubing¿. The patient experienced the first episode of peritonitis and recovered. Approximately a month after the first episode of peritonitis, the patient experienced bacterial peritonitis again manifested with cloudy effluent, abdominal pain, and malaise. On the same day as the onset, the patient was treated with ceftriaxone (1gm, once a day, intraperitoneal) for the second episode of peritonitis. Approximately four weeks later, the antibiotic treatment was discontinued. At the time of this report, the patient had recovered from the first episode of peritonitis; however, the patient outcome was not reported for the second episode of peritonitis. It was not reported if the patient was hospitalized for either episode of peritonitis. Pd therapy was ongoing, and the patient was retrained in proper aseptic technique. No additional information is available.

Manufacturer narrative:
B3: the first peritonitis episode occurred on an unreported date in (B)(6) 2023 while the second peritonitis episode occurred on (B)(6) 2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.